Event description:
Additional information was received reporting that patient had revision due to high impedance. Based on the images provided, the connector pin and feed-thru wires could not be evaluated due to the angle and quality of generator image. The lead was observed in the patient¿s neck could not be evaluated due to the angle and quality of generator image. Based on the images provided, the cause of the high impedance could not be determined. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. Explanted product has not been received to date.

Event description:
It was reported that patient has high lead impedance and x-rays were sent in for review. Based on the images provided, the feedthrough wires appeared intact at the connector pins, the connector pin was seen coming through second connector block, and the generator was placed in the upper left chest. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. No tie downs were observed to be securing the lead. A strain relief bend and loop appeared to be present however were not placed per labeling. There were no noted fractures or sharp angles on the visible portion of the lead, however microfractures cannot be ruled out. Note that a portion of the lead was routed behind the generator so it could not be assessed. Based on the images provided, the cause of the high impedance could not be determined. Incomplete pin insertion can be ruled out as the pin can be seen past the second connector block per images reviewed. Note that the presence of micro-fractures could not be ruled out. No surgical intervention has been reported to date. No additional relevant information has been received to date.